Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed a service code 203 (pulse test fault). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. Upon service investigation it was discovered that two of the high voltage capacitors solder connections were broken. The negative and positive terminals of the high-voltage capacitor c22 were broken free from the solder connection. The cause of the lifted pads on the c22 capacitor cannot be positively determined but is likely severe mechanical shock from physical impact. No adverse event occurred due to the damaged monitor. The last pt to use this monitor did not report any problems.